Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged  shielded IV catheter safety button could not be activated. Failing to retract, the needle had to be pulled out. The following information was provided by the initial reporter: "attempted in septic patient. IV catheter was hard to hold and rn felt as though I had less control over the catheter when attempting IV. The catheter was also hard to thread off on irst IV attempt. I was unable to utilize the push button safety recoil. I was forced to pull needle out and lace in sharps container immediately as the safety action failed. Both catheters were disposed of and pressure bandage applied to patient. No secondary IV access was obtained at this time"